Event description:
In 4th day post op, a 360 degree opening of bowel around the line of the colon ring was indicated. The ring was perfectly closed. The patient has been re-operated with a colostomy.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The device details (sn/lot) were not available, the device was not returned for evaluation and no conclusion could be drawn based on the limited information that is available. Leaks are anticipated adverse events in colorectal anastomotic procedures, and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.